Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy. The device was interpreting atrial fibrillation with rapid ventricular response as ventricular fibrillation. The patient was treated with medication and scheduled for an atrioventricular node ablation. The patient was stable.

Event description:
New information revelaed noted that the patient underwent an atrioventricular node ablation. The patient was stable before, during, and after the procedure.